Manufacturer narrative:
Additional information added to: b7,d4,d11,h4. The customer¿s report of a communication error during patient transfer was confirmed in the pcu event log and was found to be the result of a channel disconnection. Testing failed to replicate a channel disconnection or communication error. A few seconds prior to the recorded channel disconnection. Pump module s/n (B)(6) is channeled off. The device logs identified a ¿net iuc communication down¿ which can be attributed to a damaged female iui on the pcu. The pcu event log identified a channel disconnection which occurred on (B)(6) 2019 at 11:31 am. The logs recorded the removal of channels a, b and c. The channel disconnection resulted in a communication loss which was confirmed in logs. Inspection of the pcu¿s female iui found corrosion/contamination. The pcu male iui was observed with corrosion and dried fluid on the surface of the contact pins. There was no observation of contaminants on the iui to iui contact points. The attached pump module event log recorded a ¿net iuc communication down¿ at 11:31 am. The loss of communication with the pcu would allow the pumps to continue to infuse; however, they would display ¿communication error¿. The root cause is being attributed to damage female iuis on the pcu and pump module s/n (B)(6).

Event description:
It was reported that a patient was transferred from open heart surgery to the cvicu. In the cvicu, the device alarmed for a communication error, and the four infusions stopped. The patient was receiving vasopressors and experienced temporary hypotension. Per reporter, it's unknown if medical intervention was required as a result of the event. The infusions were changed to a new device setup. The error logs displayed a "network loss", but did not display a communication error. The iuis did not appear corroded.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, no additional patient information provided.

Event description:
It was reported that a patient was transferred from open heart surgery to the cvicu. In the cvicu, the device alarmed for a communication error, and the four infusions stopped. The patient was receiving vasopressors and experienced temporary hypotension. Per reporter, it's unknown if medical intervention was required as a result of the event. The infusions were changed to a new device setup. The error logs displayed a "network loss", but did not display a communication error. The iuis did not appear corroded.